Event description:
The recipient reportedly experienced open circuits. A CT scan revealed a bent electrode. The recipient's device was repositioned.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device was reportedly reactivated. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.